Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the cutting was dull. Another device was used to complete the case. Operative time was extended more than thirty minutes.